Manufacturer narrative:
An unknown baseplate, femur and patella were also listed in this event. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right knee was revised due to pain. A size 5 triathlon femur and baseplate, 5x11 ps poly, and a35 patella were revised to a size 5 ts construct with stems and augments, and a 39x11 symmetric patella.